Event description:
Doctor was marking patient's eye and the marker exploded. Got into patient's eye. No damage thus far. Wanted to report this. This is the only marker they had left in that lot number.